Manufacturer narrative:
Reporter is a synthes employee. The instrument(s) was not returned and instead the investigation will be done based on the received image(s). The image(s) was reviewed, and the complaint condition could not be confirmed as the image provided shows the aiming block assembled with other instruments. As the instrument(s) was not returned, an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that un an unknown date, wires were getting caught in guides. The guides required replacement. There was no reported patient consequence. This report is for a pediatric locking compression plate (lcp) hip plate guiding block for 3.5mm screws. This is report 1 of 2 for (B)(4).